Event description:
During a surgery due to a l4 burst fracture, a 6.5x40mm screw was implanted into the right l3 and a 7.5x40mm screw was implanted into the right l5 with a prebent 5.5x90mm rod into them. When final tightening the 7.5x40mm screw, the head of the screw dislocated and had to be removed from the patient. The surgery was completed successfully with an alternate screw (size 8.5x40). No adverse consequences to the patient were reported.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment. Result: the customer reported event was confirmed via visual inspection. The tulip head was disengaged from the screw shaft. Deformation was observed on the screw head where the rod seats. The side pins of the screw head were also found deformed likely due to the tulip disengagement. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: it is likely that excessive force was applied during the compression, especially when the screw was already final tightened, all the force applied may have concentrated at the point where the tulip head connects with the screw shaft- leading to the reported tulip disengagement.

Event description:
During a surgery due to a l4 burst fracture, a 6.5x40mm screw was implanted into the right l3 and a 7.5x40mm screw was implanted into the right l5 with a prebent 5.5x90mm rod into them. When final tightening the 7.5x40mm screw, the head of the screw dislocated and had to be removed from the patient. The surgery was completed successfully with an alternate screw (size 8.5x40). No adverse consequences to the patient were reported.

Event description:
During a surgery due to a l4 burst fracture, a 6.5x40mm screw was implanted into the right l3 and a 7.5x40mm screw was implanted into the right l5 with a prebent 5.5x90mm rod into them. When final tightening the 7.5x40mm screw, the head of the screw dislocated and had to be removed from the patient. The surgery was completed successfully with an alternate screw (size 8.5x40). No adverse consequences to the patient were reported.